Event description:
A remstar auto series aflex assy device was returned to a service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the service technician also noted error code e055 (err therapy queue full). The device was scrapped by the service center after the evaluation was completed.